Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was not returned. Visual examination of the provided photographic evidence denoted that the inner and outer blister of the packaging was melted/deformed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code 150410205 work order (B)(4) was manufactured on 15 july 2021.(B)(4) were manufactured to specification. There were no deviations associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review ==> a manufacturing record evaluation was performed for the finished device [lot/serial] number, and no non-conformances related to the reported complaint condition were identified. Corrected: d3, e4

Event description:
Inner packaging is deformed resulting in increased difficulty in removing the product for use. No adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.